Manufacturer narrative:
Service was not dispatched to the customer site. There was no indication that accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event could not be determined with the available information. (B)(6).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results obtained for one patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The customer obtained an elevated accutni+3 result and four subsequent testing of the same sample generated lower results. Calibration, quality control (qc) and system check were performing within assay and instrument specifications. The instrument did not generate any flags or hardware errors when the event occurred. There were no issues noted with the sample collection, sample handling or sample processing for this event. The sample was centrifuged for ten (10) minutes at three thousands (3000) g-force and at twenty five (25) degrees celsius. There was no change to patient treatment in connection with this event.